Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bypass, while stapling the stomach, there was a problem loading the device, a small part of the yellow shipping wedge broke off when removed from the 4 reloads before it was loaded. The component fell into the patient's cavity and was seen and then lost. Nothing was done to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bypass, while stapling the stomach, there was a problem loading the device, a small part of the yellow shipping wedge broke off when removed from the 4 reloads before it was loaded. The component fell into the patient's cavity and was seen and then lost. Nothing was done to resolve the issue.